Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2004 - ventral hernia repair with bard kugel patch. On (B)(6) 2004 - repair of recurrent ventral hernia with non-bard mesh. On (B)(6) 2004 - wound exploration with removal of previously placed mesh. Preperitoneal hernia repair with composix kugel mesh. (B)(4).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the medical records provided, the pt who had previously underdone a gastric bypass had a ventral hernia repaired with a bard kugel patch on (B)(6) 2004. The pt was treated for a recurrent ventral hernia on (B)(6) 2004. While there is no indication in the medical records that the pt's recurrence was attributable to a failure of the patch, recurrence is listed as a possible adverse reaction in the product's instructions for use. A non-bard mesh was used to complete this repair, and the bard mesh was not explanted. On (B)(6) 2004, the pt underwent a wound exploration and removal of previously placed mesh. An area of inflammatory response was noted after the mesh was removed. A composix kugel was used to complete this repair. The medical records provided, including pathology reports, did not expand on the nature of the inflammatory response. Currently, it is unk whether the mesh contributed to the alleged event. The medical records do not indicate a device failure, and the pt's attorney did not allege a specific problem with the mesh. Additionally, no sample has been returned for eval. With the info provided, no conclusion can be drawn.